Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received discrepant high results for 2 patient samples tested for hba1c iii tina-quant hemoglobin a1c iii (hba1c) on a cobas integra 400 plus. For patient #1 the initial hba1c result was 5.89%. The same sample was repeated on (B)(6) 2017 with a hba1c result of 5.16%. For patient #2 the initial hba1c result was 5.74%. The same sample was repeated on (B)(6) 2017 with a hba1c result of 5.19%. For both patients the initial results were released outside of the laboratory. The doctor questioned the initial results as the results were not matching the patient¿s clinical picture. There was no allegation of an adverse event. The hba1c reagent lot was 21346301 with an expiration date of 30-apr-2018. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation showed that on the day of event the qc recovery was too high. The customer had also performed the a1c and the hb calibrations on separate days. These calibrations have to be performed in parallel to get an accurate calibration.

Manufacturer narrative:
The information obtained from the investigation is as follows: the log files were requested from the customer, however, the log files provided did not cover the time of the event. The system software is designed to run parallel calibrations of tests requiring multiple parameters (e.g. Hba1c). It was shown during additional experiments that the integra 400 always calibrated hb and a1c at the same time with readings from the same cuvette as designed. The calibration of both parameters occurred automatically even when only one parameter was chosen for the calibration. When reviewing the print out of the calibration log provided by the customer, one of the two calibrations needed for the hba1c test was missing. We believe that the customer deleted the calibration as we are currently not aware of a different scenario in which a calibration would disappear from the list. Further experiments showed that it is possible to delete one parameter from calibration, for instance a1c. When this happens the instrument takes the a1c data from the former calibration. When separate calibration curves for hb and a1c were simulated similar to the situation at the customer site, all results were within the specification for the recovery. An additional causal factor could be pre-analytics. While we are not 100% certain of the root cause of this issue, roche will implement a software enhancement for newly produced instruments to flag results generated when a "non-parallel" calibration for hb and a1c is used for the measurements.